Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device had an infection on the left side that the device had to be moved over to the right and at the time of event threshold was high. Moreover, the physician reprogrammed and monitored device output. The device remains in service. No additional adverse patient effects reported.